Event description:
I had intestinal blockage at least 12 times in 15 years. Which resulted in 7 surgeries with plastic mesh installed many times. I believe the mesh caused problems that resulted in more operations. The last operation was in 2011 and the mesh was removed again. I have had no problems with intestinal blockage after that. I also have severe gum disease I believe to be a side effect of being exposed to mesh products internally. This repeated problem has left me with a distorted abdomen that is very ugly.